Event description:
It was reported that a syringe 1ml ls 200 s/c had foreign matter during use. The following was reported by the initial reporter: "it was reported that recently customer had negative controls for bd syringe due to contamination. Event description states: recently had a contamination in our negative controls for the bd syringe 1ml, ref 309659. We need to know if the supplier bd has any complaint about this article with microbial contamination. We recently had a contamination in our negative controls for the bd syringe 1ml, ref 309659. We need to know if the supplier bd has any complaint about this article with microbial contamination."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1ml ls 200 s/c had foreign matter during use. The following was reported by the initial reporter: "it was reported that recently customer had negative controls for bd syringe due to contamination.   Event description states: recently had a contamination in our negative controls for the bd syringe 1ml, ref (B)(4). We need to know if the supplier bd has any complaint about this article with microbial contamination. We recently had a contamination in our negative controls for the bd syringe 1ml, ref (B)(4). We need to know if the supplier bd has any complaint about this article with microbial contamination".